Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, on the abdominal wall posterior rictus sheath, the balloon did not inflate. A new balloon was used and worked as designed to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted: the trocar balloons, lock collars, valve seals and doors appeared to be intact. The obturators were received. The insufflation bulbs were received. Pmv performed functional testing: the balloons were inflated; no leaks detected. The balloons deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.